Event description:
It was reported that following a av node ablation procedure, a high, out of range (200 ohms) shock impedance was noted from the right ventricular (rv) lead. Boston scientific technical services were contacted and stated the out of range measurement was likely residual energy from the ablation procedure. The physician retested the shock impedance after some time and it had returned to a normal, in range value. The rv lead remains implanted and in service. The patient was stable with no adverse consequences.